Event description:
The patient was in more pain with the pump than before; the patient experienced acute pain, loss of bladder control and tingling. The pump was removed. The device system was used to deliver dilaudid. Follow-up with the patient's healthcare professional was recommended. Multiple attempts were made to obtain the patient name and device information but the patient would not provide the information; therefore, further follow-up is not possible.